Manufacturer narrative:
Initial.

Event description:
It was reported that during preparation of a new infusion set, removal of the blue needle cover led to the infusion site disconnecting from the applicator, after which the user was guided through a successful site change and continued insulin delivery. Symptoms included no reported adverse health effects. Outcomes included no interruption to therapy requiring medical intervention, no alarms, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed an infusion set deployment or connector attachment issue associated with the infusion set and cartridge components. It was concluded, based on previously established findings for similar reports, that user handling and technique during set insertion were the probable cause.